Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the camera head was tested and no proper image was shown when connecting the device to the video processor due to camera cable defectiveness. Only test patterns such as color bars were visible on the screen. Furthermore, no product information was displayed on the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the 4k camera head cable is torn. During a standard service inspection of the customer returned device, camera cable defectiveness was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add country belgium. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of no proper image displaying when the subject device was connected to the video processor occurred because of a defective cable from incorrect user handling. The specific root cause of the incorrect user handling could not be determined at this time. Olympus will continue to monitor field performance for this device.